Event description:
It was reported via repair work order that the brakes were not holding at the foot end of the stretcher due to a brake adjuster that was out of adjustment. However, the brakes were still holding on the head-end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.